Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening, white particles, around 75-100% of the plug strap is missing. A leak test was perform and were found two openings. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is very small), partial delamination of plug strap disk shell assessed as adhesive failure, a curved striated opening on anterior side assessed as surgical damage and broken plug strap with sharp edge assessed as unidentified(tear) opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A sharp opening assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive. The reason for reoperation was deflation.

Event description:
Device has been explanted.